Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test, a button error alarm, and intermittently unresponsive keypad. Customer stated that the device had been exposed to sweat. Blood glucose level at the time of the incident was between 78 and 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify external ram crc error, unexpected restart alarm, reset anomaly, failed battery test alarm, battery out limit alarm due to button keypad anomaly. The time advanced properly. No frozen screen noted. No black screen anomaly or buzzing noise anomaly noted. Pump received with cracked battery tube threads and cracked reservoir tube lip.